Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours with Humalog insulin. Tandem Technical Support educated the customer on insulin labeling. Customer performed a supply change to address the BG. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.